Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
A review of the records related to this equipment that included labeling, manual, trending, and risk documentation reviews for this equipment were performed. Equipment labeling provides possible complications that can be caused by the surgical/treatment procedure being performed. The trend review shows that there is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. Equipment labeling has precautions regarding the following: "the catalys® system has not been adequately evaluated in patients with a cataract greater than grade 4; therefore no conclusions regarding either the safety or effectiveness are presently available." All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that patient had posterior capsule break in right eye following catalys procedure. Patient required anterior vitrectomy. The doctor stated that the vitrectomy was not a result of the laser procedure and that the laser did not contribute to the event. Patient had capsulotomy done, grade 4 fragmentation and primary incisions done with catalys.